Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp MRI via right internal jugular vein. During the procedure, the sheath splits allegedly had a defect. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided for review and one 6.5fr peel-apart sheath with a loaded dilator was returned for evaluation. The photo shows an image of the phone screen wherein 4 images of the dilator loaded with sheath can be seen. The first photo is not full; distal end is not visible. The second and third images show a clinician holding the dilator, the photo is blurry hence any defects cannot be identified. The fourth image shows an open kit tray containing syringe, right angles non-coring needle, guidewire hoop,tunneler and a vein pick. Visual, microscopic and functional evaluations were performed on the returned device. The distal tip of the vessel dilator was noted to be deformed. The edges were noted to be jagged. Therefore , the investigation is confirmed for the identified deformation issues. However , the investigation is unconfirmed for the reported material cut, split or torn issues as more specific damage deformation issues was identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using MRI powerport isp MRI via right internal jugular vein. During the procedure, the sheath splits allegedly had a defect. There was no reported patient injury.